Event description:
It was reported that the right ventricular lead exhibited over sensing. The lead was explanted and replaced. The patient's condition was reported to be fine. Multiple attempts were made to confirm the leads model and serial number without success. Information provided noted that the lead was a tendril model. No additional information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.